Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure for treatment of an unspecified vessel, the vessel was wired and a 2.75x8 nc trek rx dilatation catheter was loaded onto the unspecified guide wire. During advancement of the catheter outside of the anatomy, the catheter bent and separated. There was no force applied to the catheter and there was no resistance between the catheter and the guide wire. The separated device was removed from the guide wire and a new nc trek (same size/length) was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported kink and separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.